Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device where surgically explanted due to over-sensing of noise, resulting in a single inappropriate shock. An implantable cardioverter defibrillator (ICD) device was implanted due to patient condition. Besides surgical intervention, no adverse patient effects were reported. This electrode is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.